Event description:
The IFU did not adequately describe the product. The doctor was unable to find the slits on the distal portion of the device. The doctor used 2 devices and he was unable to find the slits in either device device. He made his own slits in the second device.